Manufacturer narrative:
H6 type of investigation codes were updated.

Manufacturer narrative:
The electrode lot number is 31253147. The expiration date was not provided. The field service engineer (fse) reseated the ise tube and ran the ise fluidic timer. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of discrepant electrode, sodium results for 2 patient samples on a cobas integra 400 plus module. The customer questioned the initial results as they were accompanied by negative ion gaps, which prompted them to repeat the samples. Patient 1 had an initial result of 129 mmol/l. The repeat result was 143 mmol/l. Patient 2 had an initial result of 124 mmol/l. The repeat result was 138 mmol/l. The repeat results were deemed correct.